Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the guide wire and guiding catheter were not coaxially aligned; thus interaction with the guiding catheter as the guide wire was advances resulted in the reported difficulty to position and the reported peeling of the coating. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that during a procedure of the mildly tortuous, heavily calcified, concentric, 99% stenosed, distal right coronary artery (rca) two different non-abbott guide wires (gw) were used separately but failed to cross the lesion. A pilot gw was used but met resistance inside the guide catheter and was removed; outside the anatomy peeling of the coating was suspected. A different gw was used to complete the procedure without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report filed, additional information was received stating that there was no peeled coating. No additional information was provided.